Event description:
It was reported that the procedure was to treat a lesion in the mid left anterior descending coronary (mlad) artery with heavy calcification. The 2.50x20mm trek balloon dilatation catheter (bdc ) was prepped per instruction for use (IFU), then advanced to the target lesion and inflated to 12 atmospheres (atm). After balloon deflation and during an attempt to inflate the balloon a second time, the balloon would not inflate and a rupture was suspected. There was no adverse patient effect reported and no clinically significant delay reported in the procedure. The procedure was continued with another same size trek balloon. No additional information was provided.

Manufacturer narrative:
The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other similar incidents and/or complaints from this lot. The investigation determined the reported balloon rupture appears to be related to operational context. There is no indication of a product quality issue with respects to the design, manufacture, or labeling of the device.